Manufacturer narrative:
Additional information received on apr 27, 2018: the patient is seeing another surgeon (not medacta customer), so we will not have further information available. Batch review performed on 15 may 2018 lot 153819: (B)(4) items manufactured and released on 06 october 2015 expiration date:2020-08-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Approximately 6 weeks post op the patient reported to her physical therapist that something felt "weird." The knee was aspirated, and the results were clear. At a later date the patient had a CT scan taken. The patient claims that the CT showed that the tibial component had "shifted." The patient claims that her knee has been unstable and she requires a brace at all time. The patient is now seeing another surgeon. The surgeon has not cleared the patient for surgery at this time.